Event description:
It was reported that during implant, no r-waves were being sensed despite multiple location attempts. The lead was not implanted. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.